Event description:
Device was implanted on 2/20/90. The pump was revised on 2/11/92. The entire device was removed from the pt on 11/12/96, due to "malfunctioning" and replaced. Add'l lot/serial #: 7941m 007.